Manufacturer narrative:
A field service engineer (fse) was dispatched on 08/26/2015.the fse phoned the customer and sent the customer a replacement tube for line filter for replacement. Contacted customer who installed tubing and analyzer is working now. No further action required by field service. The g8 analyzer was functioning as intended with all issues cleared. The most probable cause of the reported event was failure of tube for line filter. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported tubing on top of the filter holder came apart with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) spoke to the customer to troubleshoot the event which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.